Event description:
Family member's parent had been experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 19mg/dl and lab test was 140 mg/dl. Tests were done within 5 minutes with a difference of 85%. Patient did not experience any adverse events.